Event description:
Information received with return of the explanted device notes that during a routine follow-up, the device was difficult to interrogate and dashes were noted for programmed parameters. Attempts to program and return to standard were unsuccessful. The current drain was between 49ua and 55ua. The patient's condition was "good".